Event description:
According to the physician, the pt had pneumonia and was also hemodynamically unstable. The pt had supra ventricular tachycardia and was defibrillated at 200 joules. The pacemaker than showed a message "sensor halt due to low battery voltage." The pacemaker was unable to be programmed to rate response. The pacemaker was explanted. Ela angeion has contacted dr's office and confirmed that dr does not believe the supra ventricular tachycardia was pacemaker related.